Manufacturer narrative:
An event of cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted into the patient using a 12f amplatzer amulet delivery sheath. It was noted that the appendage was cauliflower shaped. 6 hours post procedure, the patient developed a cardiac tamponade. The effusion was drained by pericardiocentesis. Patient was discharged 1 day later, and is reported to be well. The cause of the pericardial effusion is unknown.